Event description:
The customer alleged that her contour meter read 168 mg/dl. She alleged that her glucose was also tested using another meter and the difference was 100 mg/dl. She did not provide the actual reading. If the other meter read around 68 mg/dl, the difference between the reading would fall into the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. Not product will be returned.